Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 23 closed samples for analysis. Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of the closed samples received and they do not fulfil ep requirement for the minimum. The results are: 0.63 kgf in average and 0.01 kgf in minimum (european pharmacopoeia requirements: 0.23 kgf in average and 0.11 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, we opened a CAPA in the system to correct/prevent this defect to happen. CAPA number: (B)(4).

Event description:
It was reported an issue with monosyn suture. The client reported that the thread detached from the needle in the paediatric service. This issue has happened before. No more information has been provided.